Event description:
It was reported when the infusion was finished, the tube was sealed, and the external connector of the central venous catheter that has been intubated by the peripheral cannula fell off when the tube was sealed.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refq2978 showed one other similar product complaint(s) from this lot number.